Event description:
As reported by the patient's attorney, a boston scientific device was implanted. According to the complainant, the patient experienced pain, dyspareunia and scarring due to mesh that eroded, shrank and extruded. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.